Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2023-06706. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As such, surgical intervention occurred on 30oct2023 where one lead was explanted and replaced and one lead was revised. The investigation did not determine which lead was revised and which lead was replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.